Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged from its target location in the heart. Surgical intervention was performed and the ra lead was successfully repositioned and continues to remain implanted and in service. No adverse patient effects were reported.